Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device would not charge when the charge button was pressed. The pt was transported to the hosp. Further details of the reported event and pt outcome are unk.